Event description:
It was reported that this right atrial lead exhibited loss of capture due to dislodgment. The dislodgement was noted by fluoroscopy. As result, this lead was explanted and a new right atrial lead was surgically implanted. No additional adverse patient effects were reported.